Manufacturer narrative:
H10 additional narrative: investigation summary ==> the complaint device was received at the service center and evaluated. It was reported that during the inspection process of the vapr generator, vapr2 footswitch, vapr handpiece, deterioration of the main body socket, the foot switch cable disconnection, and the deterioration of the handpiece were found. Per service manual operational and diagnostic, the device was found to be non-repairable, therefore this complaint can be confirmed. During evaluation, it was found a damage in the connector. The repair was declined and it was not restored to the specifications. It is being placed into long term hold. With the given information, we cannot determine the root cause of the reported problem. A manufacturing record evaluation was performed for the finished device serial number:(B)(4) and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device serial number:(B)(4) and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h6: a manufacturing record evaluation was performed for the finished device serial number: (B)(6), and no non-conformances were identified.

Manufacturer narrative:
Product complaint#: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by affiliate that during the inspection process of the vapr generator ea (115001), vapr2 footswitch ea, vapr handpiece ea, deterioration of the main body socket, the foot switch cable disconnection, and the deterioration of the handpiece were found. The customer does not want to provide additional information about this pc. The devices are available to be returned for evaluation.